Event description:
It was reported that the duodopa cassette leaked into the duodopa pouch. The leak was noted within the cassette itself. The pump began alarming; wife can't remember when the alarm showed. The reporter noted that the wife removed the batteries, but the pump kept beeping for about 20 minutes. The wife feels it may have got damaged by the liquid hence, using the spare pump now. Inq-17446 was initiated to document the pump involved. There was no reported patient involvement.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.